Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced stimulation at different parts of his body (pelvic, legs) with the ins on after the ins was replaced. Since then, he experienced stimulation when the ins was off. He had pain region on his left calf covered but others regions were also touched. He decided to shut down his ins but the sensation of electricity remained, but not on his calf. Even put the intensity to 0ma. The shocks were still there at random parts of the patient's lower limbs. When the patient was seen, the ins was examined. Nothing was wrong. Impedances and connectivity were good. The ins was off and the intensity all to 0ma. The ins has been again activated and his stimulation were on his calf (his original pain region). However, he still experienced shocks in other parts of his body. The issue was not resolved. No surgical intervention occurred. The patient was alive with no injury.